Event description:
It was reported that the instrument would not deploy clips. Case completed with another device of the same product code. No pt consequence.

Manufacturer narrative:
Broken advancer. Evaluation summary: the analysis results found that the el5ml device was returned with the advancer broken. The instrument was cycled and pear shaped the remaining clips due to the advancer condition; in addition, the jaws remained closed due to the malformed clips, the trigger had to be manually assisted to re-open the jaws. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula," further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." The instrument locked out as intended, but the orange indicator was noted to be beyond of its intended positon. We have documented the circumstances as they were reported to us. In addition. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.